Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder ruptured during filling with sodium chloride and fluorouracil prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 20, 2019 - august 21, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.